Event description:
Reporter stated that patient obtained blood glucose results of 167 mg/dl and 545 mg/dl, within 1 minute, when testing on the performa nano system. Two days later, patient reportedly obtained blood glucose results of 194 mg/dl, 325 mg/dl, and 548 mg/dl, within 2 minutes, on the performa nano system. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.